Manufacturer narrative:
According to the available information this inflatable penile prosthesis was implanted in 1988 and removed ion 8/28/96 due to "fluid loss." In the received information the physician stated that the device "would not inflate" and that there was "no fluid seen in reservoir." The physician also stated that a specific leakage site was not noted. The physician further stated that the tubing was not kinked or twisted, that nothing was noted in the positioning of the device that would have caused stress(s) and that excess tubing was not observed. However the physician did state that an inadequate length of tubing was observed. Additionally, the physician did state that there was no information in the patient's history that would have contributed to this event and that the device was not in contact with sharp instrumentation during removal. Qa was unsuccessful in securing the explanted prosthesis for evaluation. Without the benefit of analyzing the explant, qa is precluded from confirming any observations and precluded from commenting on the condition of the prosthesis. Should the explanted device become available, or additional information be received, qa will re-evaluate this complaint in accordance to procedures.

Event description:
The device was removed due to a "fluid loss". The entire device was removed and replaced with another 3-piece inflatable prosthesis.